Manufacturer narrative:
(B)(4). H6: proposed annex g code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via a third-party patient-matched implant request that a patient underwent a total elbow arthroplasty on an unknown date and is being considered for a custom distal humerus implant for an unknown reason. The ulnar stem was described as well fixed and intended to be retained. A large distal humerus reconstruction was planned using a custom humeral stem with plate fixation designed to mate with off-the-shelf distal humerus components, and the reporter requested dimensional specifications to support the custom design. Attempts have been made and no further information has been provided.